Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration at check in. There was no reported patient involvement.

Event description:
It was reported that the device failed calibration at check in. No patient involvement was noted.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09apr2020 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.